Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("degenerative disc disease in l4 & l5"), arthritis ("arthritis"), uterine enlargement ("enlarged uterus"), alopecia ("lose huge amounts of hair every day"), autoimmune thyroiditis ("hashimoto's disease") and hypothyroidism ("hypothyroidism") and was found to have uterine leiomyoma ("I also had fibroids"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, intervertebral disc degeneration, arthritis, uterine leiomyoma, uterine enlargement, alopecia, autoimmune thyroiditis and hypothyroidism outcome was unknown. The reporter considered alopecia, arthritis, autoimmune thyroiditis, fibromyalgia, hypothyroidism, intervertebral disc degeneration, medical device removal, uterine enlargement and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- degenerative disc disease in l4 & l5 ,arthritis, fibromyalgia, medical device removal, uterine leiomyoma, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received-new event hypothyroidism, hashimoto's disease were added. New reporter were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("degenerative disc disease in l4 & l5"), arthritis ("arthritis"), uterine enlargement ("enlarged uterus") and alopecia ("lose huge amounts of hair every day") and was found to have uterine leiomyoma ("I also had fibroids"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, intervertebral disc degeneration, arthritis, uterine leiomyoma, uterine enlargement and alopecia outcome was unknown. The reporter considered alopecia, arthritis, fibromyalgia, intervertebral disc degeneration, medical device removal, uterine enlargement and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- degenerative disc disease in l4 & l5 ,arthritis, fibromyalgia, medical device removal, uterine leiomyoma, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: new event lose huge amounts of hair every day was added. Fup 2 and fup 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysterectomy leaving ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced fibromyalgia ("fibromyalgia"), intervertebral disc degeneration ("degenerative disc disease in l4 & l5"), arthritis ("arthritis") and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma ("I also had fibroids"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, fibromyalgia, intervertebral disc degeneration, arthritis, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter considered arthritis, fibromyalgia, intervertebral disc degeneration, medical device removal, uterine enlargement and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- degenerative disc disease in l4 & l5 ,arthritis, fibromyalgia, medical device removal, uterine leiomyoma, enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: additional reporter information added. Events added: medical device removal, uterine leiomyoma, enlarged uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.